Manufacturer narrative:
Findings: a customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with juice. The customer had issue with the transmitter not charging. The customer was assisted with trouble shooting and was informed that they will be sent replacement sensors and a charger to help resolve the issue. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with juice. The customer had issue with the transmitter not charging. The customer was assisted with trouble shooting and was informed that they will be sent replacement sensors and a charger to help resolve the issue.